Event description:
It was reported that the patient presented to the emergency room. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited inappropriate shock. It was discovered that the right atrial lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.